Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they ran comparison studies on patient samples comparing glucose results on multiple accu-chek inform ii meters to glucose results from cobas analyzers. Of the 324 patient samples that were tested, six had erroneous results when testing on multiple accu-chek inform ii meters. All meter testing was performed with finger stick samples and samples used for testing on cobas analyzers were collected from the patients within 10 minutes of the finger stick samples. For the first patient, the finger stick sample was tested on the meter with serial number (B)(4), resulting as 55 mg/dl. The result from the cobas analyzer was 85 mg/dl. For the second patient, the finger stick sample was tested on the meter with serial number (B)(4), resulting as 34 mg/dl on (B)(6) 2016. The result from the cobas analyzer was 81 mg/dl. For the third patient, the finger stick sample was tested on the meter with serial number (B)(4), resulting as 87 mg/dl on (B)(6) 2016. The result from the cobas analyzer was 114 mg/dl. For the fourth patient, the finger stick sample was tested on the meter with serial number (B)(4), resulting as 142 mg/dl on (B)(6) 2016. The result from the cobas analyzer was 99 mg/dl. For the fifth patient, the finger stick sample was tested on the meter with serial number (B)(4), resulting as 115 mg/dl on (B)(6) 2016. The result from the cobas analyzer was 190 mg/dl. For the sixth patient, the finger stick sample was tested on a meter with an unknown serial number, resulting as 62 mg/dl on (B)(6) 2016. The result from the cobas analyzer was 90 mg/dl. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. Controls were run and passed within 24 hours of testing on each meter. There were various vials of strips that were used. The meters that were involved in the incidents were from different floors, which have different vials of strips. The customer's product was requested for investigation and replacement product was shipped to them.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's product was not returned for investigation. No information was provided in the complaint that would point to a cause for the result discrepancy.